Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the liquid crystal display (lcd) panel. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, the e360 ventilator's had a blank display. It is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). Additional information was received confirming no patient involvement.

Event description:
It was reported that, when powered on, the e360 ventilator's had a blank display. The ventilator was not in use on a patient at the time of the reported event.